Event description:
It was reported that the right atrial lead exhibited undersensing. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5147277 serial number, model number, manufacturing date, expiration date, UDI, physical manufacturing site, implant date, patient information and customer information are unknown since the serial number was unknown.